Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The electrode connection harness was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6)-year-old female patient, the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.